Event description:
On an unknown date, the patient was implanted with a non-gore stent graft. Later, a distal type I endoleak was revealed. On (B)(6) 2010, the patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3420/8106229) to treat the distal type I endoleak. After the reintervention, the endoleak was resolved, and the patient tolerated the procedure. On (B)(6) 2010, disseminated intravascular coagulation (dic) and consumption coagulopathy were revealed. Medications were administered to treat the dic and consumption coagulopathy. On (B)(6) 2010, a follow-up study revealed that the dic and consumption coagulopathy had been resolved. Aneurysm diameter was 70mm and endoleaks had not been present. On (B)(6) 2011, in six-month follow-up study, aneurysm diameter had shrunk to 65mm without endoleaks revealed. Later in two more follow-up studies, endoleaks as well as other adverse events had not revealed to the patient. On (B)(6) 2013, in three-year follow-up study, the patient developed renal insufficiency. Reportedly, it was due to exacerbation of the pre-existing renal disease. Medications were administered to treat the renal insufficiency. On (B)(6) 2014, in four-year follow-up study, the renal insufficiency had persisted with medications being continued. It was unknown if endoleaks had been present.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Reportability of renal insufficiency. Renal insufficiency was due to exacerbation of the pre-existing renal disease, and there had been revealed no adverse events that can lead to renal insufficiency after tag device was implanted. For these reasons, the renal insufficiency can be determined not to be related to the device, and this portion of event is not reportable.

Manufacturer narrative:
Upon review of this event, it was determined there was no reported allegation involving the gore devices. There is no information suggesting the disseminated intravascular coagulation was caused or contributed by the gore devices. Additionally, the renal insufficiency was reported to be caused by exacerbation of the patient's pre-existing renal disease. As the provided information does not meet the criteria of a reportable event, the previously submitted report will be retracted.